Event description:
An amo field service specialist was repairing the wavescan for a report of the system not booting up. The field service specialist reseated the system boards and upon powering up the computer observed smoke coming from the power supply. There was no patient or clinic staff involved with this report.

Manufacturer narrative:
Initial reporter is an amo field service specialist. Amo field service was onsite at the customer location to investigate the customer's report that the system would not boot up and observed smoke coming from the computer's power supply when the computer was powered up. The field service specialist replaced the computer in the system and verified the system was operating per its specification. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.